Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was not duplicated. The evaluation found the output connector was broken but connection was possible; inadequate or no air flow from the light source; discoloration of the tube; dust accumulated in the unit; the xenon lamp was at more than 500 operating hours. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the "b30" error occurred. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 9 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, error b30 was not reproduced and the definitive root cause of the problem could not be determined. Olympus will continue to monitor field performance for this device.